Event description:
Representative reported an infusion pump with an overinfusion when used for a secondary infusion, found during patient use with no patient injury or medical intervention needed. The pump was programmed for a secondary rate of 100ml/hr and a volume of 10ml, this test was run 5 times and all five tests resulted in an output of 15-20 ml. The pump was reported to operate correctly when running in the primary mode. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, specific patient details, tubing product code and lot number being used no further information was available. Alternate contact information was requested but no alternate contact was identified.